Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "blue insert you pull off inside the patient line" was missing. The home patient (hp) stated that they were ready to connect and noticed that the blue insert that you pull off inside the patient line was missing. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.